Event description:
It was reported that the pt had not used stim for a long time due to other (unspecified) medical issues. Impedance was unable to be checked due to end of service of stimulator. The pt "knew there were some connection that weren't good". The stimulator was replaced on (B)(6) 2011.

Manufacturer narrative:
(B)(4).